Event description:
This is a spontaneous report by a physician from (B)(6) of break in aseptic technique and peritonitis in a male patient coincident with dianeal-n pd4 1.5 therapy. On an unreported date, the patient began dianeal-n pd4 1.5 therapy (5 liters frequency not reported) intraperitoneally (ip) for chronic renal failure. On (B)(6) 2011, the physician contacted baxter (B)(4) technical services and reported the patient experienced peritonitis. On (B)(6) 2011, the physician provided the following information. On an unreported date in 2011, a break in aseptic technique occurred. On an unreported date in 2011, the patient experienced peritonitis and was hospitalized. On an unreported date, the patient began remedial treatment with unspecified antibiotics. Dianeal-n pd 4 1.5 therapy was ongoing. The event of peritonitis was resolving. It was not reported if the event of break in aseptic technique resolved or if remedial treatment with antibiotics was ongoing. The physician felt the event of peritonitis was not related to dianeal-n pd4 1.5 therapy because the cause of the peritonitis was the break in aseptic technique. The physician did not provide an opinion of causality for the event of break in aseptic technique. There was no allegation of device malfunction.

Manufacturer narrative:
(B)(4). Per the physician, the cause of this event was a break in aseptic technique. The root of the use error-breach in aseptic technique was undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.